Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as the patient not wearing a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with 3 doses of vancomycin (once a week, route not reported) and vancomycin treatment was ongoing at the time of the report. The cause of the peritonitis was reported to be a break in aseptic technique. The patient was discharged after five days of hospitalization and was recovering from peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.